Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: can you please confirm if the firing knob came off of the device? You have stated the adjusting knob but the device has a firing knob or a selectable staple height indicator that are moveable items on the device. The correct information is that the firing knob came off of the device.

Event description:
It was reported that during an unknown procedure, the adjusting knob came off the device while a nurse joined the anvil half and the cartridge half. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.